Event description:
It was reported that the pump alarmed "no disposable pump won't run". Pump settings: res vol : 6.5 ml, rate:2.2 ml/hr, given:14.90 ml. Bubbles were observed in the tubing that extends across the top of the cassette. Patient was not affected. No further information available.